Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. The customer's blood glucose level was 279 mg/dl, and was addressed with alternate insulin therapy. It was confirmed that the customer had an alternate insulin therapy available for insulin therapy.